Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The report indicates that a femoral component was opened during the procedure and found the side screw was missing. Review of manufacturing history records confirmed the correct number of screws were issued to the lot. Further review of invoice history confirmed that additional units have been implanted. Date implanted - unknown. Date manufactured - unknown. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent knee procedure on unknown date. Subsequently, the patient was revised on (B)(6) 2011, due to instability and pain. During the revision, the surgeon noted that a screw was loose and the femoral component migrated. The femoral component was removed and another femoral component package was opened for implantation; the screw was missing from the opened package. Another femoral component package was opened to obtain the screw needed to complete the procedure. There was no delay to the revision procedure as a result.